Event description:
It was reported there was externalized conductors suspected when the patient presented in the operating room for device replacement surgery. The patient was asymptomatic. The lead was extracted with no complications. The patient will continue with routine follow-ups.

Manufacturer narrative:
Analysis was normal. No anomaly was found.